Event description:
Boston scientific received information that during a routine device replacement procedure, this right ventricular (rv) lead connection to the implantable cardioverter defibrillator (ICD) was observed to be loose when the pocket was opened to place the new device and pace/sense lead. Prior to surgery, defibrillation impedance measurements were at 66 ohm. After placement of the new lead, connection of the right ventricular (rv) lead connector was not possible due to a stuck set screw. Upon extraction of the rv lead, the setscrews were unable to be loosened or tightened with a torque wrench of fixation wrench. The device was successfully replaced and measurements were within normal range.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. The device passed manual therapy verification testing on the bench. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found tool marks on the upper right front and "reat" of the device case. It was also noted that the setscrew was stuck in the up position and required fore to be loosened from the device. In addition, visual inspection noted that the device and retainer washer were vulcanoed up; which is consistent with being over torqued in the up/loosening position. This is usually induced. In conclusion, the lead connector turned out to be loose when the pocket was opened for placement of an addition pace/sense lead. Prior to surgery, defibrillation impedance was 66 ohm. After placement of the new lead, connection of the proximal df-1 lead connector was not possible due to a "stuck" header screw. Both torque wrench and fixed wrench could not tighten or loose the proximal df-1 screw. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The device was archived at boston scientific.